Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition, no signs of external damage. Functional testing was unable to duplicate primary audible alarm (paa) test, found no damage to speaker. Device passed all functional testing. No problem found. Replaced speaker as preventative measure. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported there was a system failure primary audible alarm background test. Additional information was provided that there was no patient involvement for this issue.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test.